Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s stimulator stopped working/quit and they didn¿t feel the stimulator vibrating. It was noted that the ins was no longer providing therapy. The patient got out their patient programmer (pp) to check the ins and saw an end of service (eos) screen. The patient mentioned that they changed the batteries in their pp. No further complications are anticipated. Additional information received. It was reported that their was an end-of-service (eos) on a non-rechargeable neurostimulator (ins). It was reported that the caller had programmed settings. Settings and therapy impedance were as follows: a1: 6.10v, 120pw, 60hz, using estimate: 670 ohms. A2: 6.0v, 9-pw, 60hz 658 ohms. It was reported the ins was used 24 hours a day and the eos occurred at 20 months. It was reported that their was indication of short circuit used in programming. It was reported that the rep had conducted an electrode impedance check and found a short at 2/3 of <(><<)>50 ohms. No falls or trauma were reported. Rep stated that they did not have any historical impedances from implant in (B)(6) 2017 or previous history to know if this was present at the time prior to change out or happened after. It was reported previous non-rechargeable batteries have lasted the patient 22-24 months. It is unknown if settings have increased over time as well. Caller was redirected to healthcare provider to discuss next steps for potential replacement. It was report no stimulation due to eos message. It was reported to be a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a surgical consultation appointment with their neurosurgeon. The patient planned to schedule a replacement surgery to have the malfunctioning equipment replaced. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient went in for revision on (B)(6) 2017. No further complications are anticipated.